Event description:
Information was received indicating that this ambulatory infusion pump under delivered by 7.45%. It was not specified whether or not this occurred during infusion. It was also noted that the pump's screen had damage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis in good condition. The customer's reported problem was "failed accuracy rate -7.45%". Inspection of the pump's event log show that customer did 3 volume accuracy tests. Performed delivery accuracy tests and a visual inspection of the pump. The delivery accuracy tests were positive delivery and not negative delivery. The delivery accuracy test found the pump to be outside the control limit specification of +/- 3% and within the published specification of +/- 6%. The pump's expulsor will be trimmed in order to bring the delivery into a more nominal range. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record was found to be in compliance. No manufacturing or testing issues were found.